Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal system 3.8mm. Tried loading device and coil would not fold properly so it would not go into deployer; tried 3 times and each time unsuccessful. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal system 3.8mm. Tried loading device and coil would not fold properly so it would not go into deployer; tried 3 times and each time unsuccessful. A replacement device was used to complete the procedure. The hospital did not report any patient effects.